Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21381961, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was no longer receiving adequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was no longer receiving adequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.